Manufacturer narrative:
The patient reports performing normal day to day activities with no specific events that may have caused or contributed to lead migration. The leads were sutured into place at the time of implant and tissue quality at the implant site is reported to be firm and appropriate to support the device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat back pain. In approximately (B)(6) 2025 the patient noted a reduction in pain relief as well as reported muscle spasms. The patient requested reprogramming and was seen several times to reduce the intensity without improvement of symptoms. Imaging was done and revealed the leads had migrated away from the initial placement. On (B)(6) 2025 a surgical revision was performed to reposition the leads.